Manufacturer narrative:
Patient weight and patient ethnicity and race: unknown/asked information unavailable. Date of event: unknown as information was not provided, the best estimate date is between (B)(6) 2023. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the zkb00 21.0 diopter intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). The iol was explanted in a separate secondary surgical procedure due to complaints of wrong power and replaced with a zkb00 17.5 diopter iol. There was no patient injury, no medical intervention, and no surgical intervention. Patient status post lens-exchange is unknown. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 28-mar-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received wrapped in gauze. Visual inspection under magnification revealed that the complaint lens was received cut. The lens was cleaned and, no issues that could cause or contribute to the complaint issues could be observed. Based on the return condition of the lens, no further product evaluation can be performed. Complaint issue was not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.